Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported they have been having pump issues for the past 72 hours. The patient's mom reported that her cgm readings were in the 500s and she received a line block alarm. The patient uses novolog insulin. They reported that the patient does have trace ketones but denied needing emergency services contacted. They stated that they did not need replacements. The operator of the device was the lay user or patient. No patient harm or no patient injury.